Manufacturer narrative:
Device evaluation: one pump was returned for investigation in used condition. Event log history was performed, and no evidence was identified in the history. During analysis, the reported issue was unable to be duplicated. The pump was able to calibrated and occlusion tested was found to operate properly. No repairs needed.

Event description:
It was reported that a failed calibration was experienced.